Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2017 with the following findings: investigation revealed the battery cap top was damaged and difficult to remove from the pump. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery cap top was damaged and difficult to remove from the pump. This report is made based on results of the investigation performed on 08/23/2017.